Event description:
The physician achieved left femoral arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure of a lesion located in the right popliteal artery. It was reported that post procedure the pt was placed on a bedpan and was unable to urinate; therefore, the nurse inserted a foley catheter. Immediately afterwards, the pt started to vomit. The nurse stated that the pt's blood pressure was "low". The rate of the intravenous fluids of normal saline was "increased". The pt's blood pressure remained low; therefore, intravenous dopamine was started at an unspecified rate. The left groin was visualized and the nurse discoverdd a "large" hematoma. A femostop was applied. An unspecified dose of protamine sulfate was given to reverse the effects of heparin. Blood was drawn and it was reported that the hemoglobin result was "low". Two units of packed red blood cells were given. The pt's blood pressure "increased". The pt was then transferred to the intensive care unit for monitoring. The pt was taken for a cat scan of the pelvis, which revealed a retroperitoneal bleed. Surgical intervention was not required because the pt was stable. The repeat hemoglobin revealed improved results; however, one more unit of packed red blood cells was given. Two days post procedure the hemoglobin result was much improved. It was reported that the left groin hematoma resolved. The pt was discharged home on 11/8/2003 and is doing well to date.